Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 04/apr/2024, it was reported that the patient experienced that needle of the infusion set fell out of the body while working out which led to low blood glucose level of 143mg/dl. The infusion set in use for 1.5 days. The issue got resolved by replacing the infusion set and resumed insulin successfully. The patient confirmed that he experienced frequent and/or recurring infusion set issues. No further information available.